Event description:
Country of complaint: (B)(6). The suture cracks without pulling the shaft or in the middle of the thread. Furthermore, thread thicknes varies/patterns are thicker than usual.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device is not marketed in the us; however similar device(s) are. Samples received: 5 open pouch, thread broken. There are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample a complete analysis can not be completed. Despite the fact that the samples are open and used we have tested the knot pull tensile strength and the result fulfill OEM requirements. Tested the diameter of the open and used samples received and the result is 0.139mm in average and fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.